Event description:
It was reported that the table locks were not actuating, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). The issue was discovered when the inhibit button was deactivated and without the technologist pressing the foot pedal to release the locks. There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuring instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found that the rear pedal was constantly activated. Inspection of the pedal assembly revealed a misaligned opto-coupler lever, simulated a constant float command, resulting in the unexpected table motion. The fe adjusted the lever and verified that the table locks were performing according to specifications.